Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead during the implant procedure. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood and tissue. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspections of the lead revealed no anomalies.